Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced nocturnal hypoglycemia while using the ilet, with glucose decreasing from 72 mg/dl to a nadir of 52 mg/dl over approximately 30 minutes, and low-glucose and urgent-low alerts were received; the event was managed with oral fast-acting carbohydrates and did not require medical intervention or assistance. Symptoms included headache. Outcomes included temporary interruption of normal activities due to low glucose that resolved after treatment. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device malfunction reported and an unclear cause of the hypoglycemia. It was concluded that the event was consistent with hypoglycemia of unclear cause, with the device alerting as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.